Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair though the right external iliac artery was thin. The left internal iliac artery was coil embolized. The procedure was conducted as labeled except releasing supra renal stent before deploying the contralateral limb. The procedure was consisted of placement of a main body and two iliac leg grafts, and the final confirmatory angiography showed proximal type I endoleak. The leak was solved by placement of another MFR's stent following add'l ballooning using a coda balloon. The pt had a favorable outcome.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, the pt anatomy was suitable for evar. Final angio revealed a type ia endoleak that was resolved after placement of another MFR's stent. Without add'l info or imaging we are unable to determine the cause of the endoleak and how the complaint device may have been contributed to the event. We will notify the appropriate internal personnel of the event and continue for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.